Event description:
Allegedly revised due to pain.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. Although several attempts have been made, the user facility has not been identified to date. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00388, 00389, 00390.

Event description:
Allegedly revised due to pain.

Manufacturer narrative:
Conclusion: no device failure. Product not returned. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.